Event description:
The patient was scheduled for a procedure on a different lesion on the left side. The physician conducted cag on the previously implanted cypher and found thrombus between the 1st and 2nd cypher previously implanted. Thrombus was aspirated with thrombuster. Then poba was conducted with a ryujin balloon (3.0/15mm). Under the cag, dissection was confirmed distal to the driver stent, so a tsunami stent (2.5/20mm) was implanted at 10atm overlapping the driver stent. There was dissection proximal to the 2nd cypher implanted also, so a cypher (3.5/18mm) was implanted at 20atm.